Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had an infection. The pump and catheter were explanted and discarded by the customer. It was unknown whether actions/interventions were taken to resolve the infection. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.